Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced universal surgical manipulator (usm) 2 and then performed system configuration to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation. Failure analysis confirmed/replicated the reported complaint. The unit was tested on the test platform and it failed direction test due to a defective axes controller spar hall (acsh) sensor board.

Event description:
It was reported that prior to a da vinci-assisted benign hysterectomy surgical procedure (ports were not placed), the customer called in to report that repeated recoverable fault occurred. The customer had attempted to recover from the fault several times, but the fault could not be resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified errors pointing to universal surgical manipulator (usm) 2. The tse had the customer recover the fault again, and the customer was able to successfully recover from the fault this time. The customer continued with the system setup. The customer called back in during the procedure to report that the fault had returned. An endoscope was installed on usm 2 at the time of the event. The tse had the customer remove the endoscope, and the customer was able to recover from the fault. However, the fault came back again after reinstalling the endoscope. The site elected to continue the procedure with the other usms. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the procedure was completed robotically.